Event description:
Emergency medical technicians connected a lifepak 300 automatic advisory defibrillator to a non critical pt for monitoring of electrocardiogram. Reportedly, the installed battery 'went dead', causing the defibrillator to shut off.